Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed as the cable had leaked at the video connector side. The faulty cable had caused scope communication error e222 to be displayed. In addition, the rear cover label was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head failed the leak test during reprocessing. During the testing and inspection of the returned device, scope communication error, e222, was displayed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely that the faulty cable had caused the communication error. It is likely that the following contributed to the faulty cable malfunction: a) water entered from the connector side and destroyed the electrical circuits. This issue is addressed in the instructions for use (IFU): ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.